Event description:
Reporter reported that an mr290 humidification chamber deformed while in use. No pt consequence was reported.

Manufacturer narrative:
The returned device and a photograph were visually inspected. Results: we confirm that the mr290 gas ports were deformed, most likely due to overheating. We have been informed that tyco. The ventilator MFR, has tested the achieva ventilator and the mr410 respiratory humidifier and found them to be functioning properly. Our investigation continues.